Event description:
Flushed catheter through white port when pt reported feeling a "popping" sensation and heard popping sound. Chest & fluoro image of catheter showed no obvious fracture. Contrast then injected through white port of the catheter, leakage seen in sub-q soft tissue. Catheter remains in pt.